Event description:
No blood in tubing to indicate any complications. However, upon removing the intra aortic balloon dried blood was noted in the membrane. No pt injury or further complications occurred. The pt is in stable condition. No further pt info or details are available.